Event description:
It was reported that the patient turned her device off, and in the morning it was back on without her having turned it on. The patient was also having problems with the device and stated she almost passed out due to pain shooting up her leg. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that on (B)(6) 2012, the patient had been reprogrammed and was retrained on the use of the patient programmer. It was also noted that the device had no abnormal impedance measurements and that there was no patient injury.

Event description:
Additional information received reported that the cause of the event was unknown. It was further noted that an impedance check was performed with the clinician programmer and revealed normal values. The physician noted that the patient had nerve pain and thought the stimulation was on. No patient injury was reported and the patient was not hospitalized due to this event. It was noted that patient was "still having concerns with her device or therapy but had not sought further help."

Manufacturer narrative:
(B)(4). Lead model: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; antenna model: 37092, lot# 284420001; programmer model: 37743, serial# (B)(4); recharger model: 37752, serial# (B)(4).